Event description:
It was reported that during the procedure, a 6x40 armada 35 balloon dilatation catheter was advanced without resistance over a supracore guide wire into a non-abbott guide sheath and to a non-calcified lesion in the non-tortuous proximal popliteal vessel. When attempting to inflate the armada using a non-abbott inflation device, with each inflation increment held for 30 seconds, the armada balloon was very slow to inflate, both during initial inflation and throughout the entire inflation. After completely inflating the armada balloon to nominal pressure, when attempting to deflate the balloon, it would not deflate. As resistance was felt when pulling back the armada, the physician increased the pressure until the balloon ruptured, then the armada was able to be withdrawn without resistance. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: supracore; inflation: boston scientific; sheath: 7fr pinnacle destination. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty with inflating, deflating, and removal of the balloon were unable to be replicated in a testing environment due the condition of the returned device. While a search of the lot history record indicated no related non-conformance records for this specific lot; based on an expanded related record review and investigation, a product issue related to balloon inflation and deflation was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.

Event description:
Subsequent to the initial filed medwatch, it was noted that a shaft kink had been reported for the 6x40x80 armada 35 balloon dilatation catheter. No additional information had been provided.